Manufacturer narrative:
(B)(4).

Event description:
It was reported that a notification turned off banner was reported. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
Data was returned but will not confirm the issue or determine a probable cause. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).